Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to an extrusion of the implant body and the cable was exposed in the radical cavity after an accident.

Manufacturer narrative:
According to the patient report the device was explanted due to an extrusion of the implant body and the exposure of the conductive link in the radical cavity following an accident on the implant site. Device investigation on the received parts shows a damage to the lead wire of the coil, which is compatible with the reported external impact. However based on the device explantation report the device was reportedly working within specification at the time of explantation. The damages found might be related to the explantation surgery. This is a final report.

Event description:
The explanted device was received at ww headquarters. According to the device explantation report there was an accident/ impact and extrusion of the implant body. In addition it stated that the cable was exposed which led to the explantation. Additional information has been requested from the field.